Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead was oversensing noise leading to pacing inhibition. The right ventricular lead was explanted and replaced. The patient was discharged after the procedure.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in one piece for analysis. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can. No other anomalies were seen.